Manufacturer narrative:
The glidescope titanium lopro t4 blade and a titanium video cable were returned to verathon europe for evaluation. The technical service representative isolated the issue to the customer's blade by using both the customer's returned video cable, and a verathon test video cable. The service representative duplicated the loss of image by connecting a video cable to the blade and manipulating it near the connector of the blade. Since there are no repairs available for blades the customer was advised to replace the affected blade. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4 blade, the image was blank. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.